Manufacturer narrative:
Although requested, the product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided.

Event description:
It was reported that the syringe tip cap unintentionally disconnects when the nurse unscrews the syringe from the syringe tip cap after an injection.